Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer with serial number (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. However, the investigation was limited as no patient sample material was provided for further testing, and no hiv confirmatory test results were available. The root cause for the reported event could not be determined based on the available information. The device remains in operation at the customer site. It is recommended that the patient undergo further hiv confirmatory testing, such as pcr or western blot, to ensure diagnostic accuracy.

Event description:
The initial reporter alleged false non-reactive results for one patient sample tested with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas e411 disk analyzer. The patient, a 26-year-old female, was tested for hiv prior to surgery. The initial sample, collected in a clot activator tube with gel, was tested using three different methods. The determine assay yielded a weakly reactive result, and the bioline assay also yielded a weakly reactive result. The hiv combi pt elecsys cobas e 100 v2 assay generated non-reactive results with values of 0.175 coi and 0.210 coi. A rerun of the sample using an edta plasma tube also produced a non-reactive result with a value of 0.229 coi. A second sample was tested, and the hiv combi pt elecsys cobas e 100 v2 assay again produced a non-reactive result with a value of 0.286 coi. The determine assay and the bioline assay both yielded weakly reactive results for the second sample.